Event description:
It was reported by the hospital lvad coordinator, during a code situation, that the stroke volume limiter (svl) malfunctioned and did not move air. There was no detectable pulse while the patient was on the stroke volume limiter (svl) and pneumatic support, but when hand pumped, there was a palpable pulse.

Manufacturer narrative:
The stroke volume limiter (svl) was returned to the MFR for evaluation. Examination of the svl revealed a malfunction as a result of a missing o-ring from the medical coupling area. The analysis could not conclusively determine the root cause of the missing o-ring. The result of the missing o-ring caused an instantaneous loss of air volume which prevented the actuation of the diaphragm within the lvad. Other than the missing o-ring the svl did not reveal any manufacturing related issues or material defects. No further info is available. The MFR is closing its file on this event.